Manufacturer narrative:
Product analysis: no product was returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Attempts to obtain additional information have been unsuccessful. Should the device be returned or additional information be received, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information that this annuloplasty ring was explanted due to infection.